Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the evaluation findings of fiber broken within the connector. (B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the aiming beam was not visible at the tip of the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.